Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited several episodes of high rate which were noise. The right ventricular (rv) lead exhibited high thresholds, high/undefined impedance, noise and short v-v intervals. Both the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both ra and rv leads were explanted while removing the active implantable pulse generator (ipg) system due to an infection. No patient complications have been reported as a result of this event.